Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had the following issues; decreasing impedances values, low impedance warnings, decreased sensing and rising thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.